Manufacturer narrative:
(B)(4).. Concomitant medical product: -femur cemented posterior stabilized (ps) standard right size 11 catalog# 42500607002 lot# 62767613, articular surface fixed bearing posterior stabilized (ps) right 10 mm height catalog# 42522401010 lot# 62720734, natural tibia trabecular metal two-peg porous fixed bearing right size g catalog# 42530007902 lot# 62620499. No product was returned; visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Per the packaging insert associated with the device loosening and malalignment of the device are known inherent risks of the procedure. However, a definitive root cause cannot be determined at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-03931 , 0001822565-2017-05610, 0001822565-2017-05611

Event description:
It is reported that a patient underwent revision of a total knee arthroplasty due to aseptic loosening of the right tibial tray with collapse.